Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, determined that the cause for the reported issue was due to the quik-combo therapy cable. When using a known good therapy cable, the device detects the cable is connected. The customer has replaced the therapy cable to resolve the reported issue. The device has returned to service for use. The device nor the therapy cable were returned to physio-control for an evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will intermittently not recognize that the a quik-combo therapy cable is connected when the cable is moved. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.